Manufacturer narrative:
The reporter indicated that a 13.2mm, tmicl13.2, -15.00/3.0/094, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault and blurred vision. This exchanged resolved the problem. It was reported that the device did not fail to perform as intended and that patient related-factor was the cause of this event. The reporter stated " wtw less than actual sulcus size". Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a toric implantable collamer lens rotated at one week post-op. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.